Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. A piece from the reservoir compartment came out. The top casing of the insulin pump had a crack as well. Customer's blood glucose level was over 600 mg/dl. The customer was disconnected from the insulin pump since the day before because she had surgery. Her healthcare provider advised her to disconnect from the insulin pump. The surgery was not diabetes related. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.